Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported while removing the syringe from the clave on the primary set at the cassette, the clave inside did not retract back to normal and fluid gushed from the top of the clave. The involved mating device is infusion set, and medication involved is saline. There were no defects, tears, or cuts noted on the product. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one (1) used. List #140019291, primary plum set with one (1) used. List #unknown, chemolock connector connected into one (1) used 500ml bag for inspection. No damages or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, occlusion alarms, or air in line alarms generated and no restrictions in flow were observed. The set was leak tested and leakage was observed the set was disassembled and a cored seal was observed. The reported complaint of stickdown cannot be replicated or confirmed. The complaint of leakage at the b-port can be confirmed. The probable cause of the cored seal is due to access with an incompatible mating device during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 7/17/2025.